Event description:
It was reported that the customer's insulin pump was not reading the batteries. He changed the batteries twice. The insulin pump shut off on its own. His blood glucose level was not reported. The insulin pump was a little dusty. In the alarm history a battery out limit alarm was found. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.